Manufacturer narrative:
The vio dv integrated electrosurgical unit (iesu) generator was returned for failure analysis and the reported failure (error c-33) was confirmed and reproduced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) confirmed the issue and replaced the integrated electrosurgical unit (iesu) erbe generator. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. The complaint was confirmed by field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the integrated electrosurgical unit (iesu) erbe generator showed error c-00. No instruments were connected to the erbe generator. Error was not shown in the logs at the time of the call. After caller restarted the erbe generator, error c-33 was shown. After properly connecting the onsite to the vision side cart (vsc), tse confirmed error c-33 in the logs. Tse asked caller if they can use the vsc of the other system or have a forcetriad generator with energy activation cable. Site decided to use forcetriad generator. The procedure was completed with no reported injury.